Event description:
It was reported that following an electrical storm, charring was observed upon the prongs the ac power adapter for a patient transmitter. The unit was returned.

Manufacturer narrative:
(B)(4).